Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock in primary sensing vector 1x configuration due to non-physiological artefacts eleven months post implant. Technical services (ts) was consulted and recommended thorough troubleshooting and biplane x-rays with a clear image of the device header. If no artefacts are reproducible and x-rays are unremarkable, ts recommended permanent reprogramming to secondary vector if suitable. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.